Event description:
Customer called due to an e-3 error message. Customer states e-3 error appears after strip is inserted. Customer was unable to perform blood test. Verified the strips expire 08/13/2016, unable to confirm the open date or storage of the strips. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with "lo" results. Black chemistry observed on test strips. Most likely underlying root cause of malfunction noted in the complaint: black chemistry due to improper storage. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2014).